Manufacturer narrative:
The revision surgery occurred in 2012, therefore, (B)(6) 2012 was used as estimated date of event.

Event description:
It was reported that the patient underwent a revision surgery in which a cuff was placed transcorporal due to failure of the artificial urinary sphincter (aus). No patient complications were reported.